Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. This case become incident. Removal date added. Event : abdominal pain, dysmennorhea, back pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury were added. Outcome of the event pelvic pain were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic/pain') in a 47-year-old female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal discomfort, bronchitis, constipation, light headedness and low back pain. Concurrent conditions included nabothian cyst, hyperlipidemia, cervicitis human papilloma virus, vitamin d deficiency, c-reactive protein increased, menses irregular, blood pressure high and iron deficiency anemia. Concomitant products included celecoxib (celexa) since(B)(6)2008, citalopram since (B)(6)2018, ferrous sulfate and zaleplon. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury"), anxiety ("mental anguish"), fatigue ("fatigue"), migraine ("migraines / headaches") and iron deficiency anaemia ("anemia"). On (B)(6)2018, the patient experienced dysmenorrhoea ("dysmennorhea"), 10 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with amlodipine and surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, migraine and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Discrepancy noted as per pfs: insertion date:(B)(6)2008. Discrepancy noted as per pfs: patient underwent essure confirmation test via hysterosalpingogram and as per current pfs: she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Ultrasound pelvis. On (B)(6)2013: enlarged anteverted uterus with normal echotexture. Endometrium 12 mm. Essure coils visualized in proper location bilaterally. Left ovary normal in size and appearance. Right ovary echogenic cyst with peripheral vascularity 2.0 cm. Small amount of sonocucent free fluid noted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event "iron deficiency anemia" was added. Outcome of the event "vaginal bleeding was updated to recovered/resolved. Essure insertion date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic/pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal discomfort, bronchitis, constipation, light headedness and low back pain. Concurrent conditions included nabothian cyst, hyperlipidemia, human papilloma virus infection, vitamin d deficiency, c-reactive protein increased, menses irregular, blood pressure high and iron deficiency anemia. Concomitant products included celecoxib (celexa) since (B)(6) 2008 and citalopram since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines / headaches") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea") and back pain ("back pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the depression, vaginal haemorrhage, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Discrepancy noted as per pfs: insertion date: (B)(6) 2008. Discrepancy noted as per pfs: patient underwent essure confirmation test via hysterosalpingogram and as per current pfs: she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Ultrasound pelvis on (B)(6)2013: enlarged anteverted uterus with normal echotexture. Endometrium 12 mm. Essure coils visualized in proper location bilaterally. Left ovary normal in size and appearance. Right ovary echogenic cyst with peripheral vascularity 2.0 cm. Small amount of sonocucent free fluid noted.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Events: abnormal bleeding (vagina), migraines / headaches, fatigue was added. Event psychological trauma was replaced with the events: depression and mental anguish. Concomitant drugs, conditions and historical conditions were added. Reporter's information was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic/pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal discomfort, bronchitis, constipation, light headedness and low back pain. Concurrent conditions included nabothian cyst, hyperlipidemia, cervicitis human papilloma virus, vitamin d deficiency, c-reactive protein increased, menses irregular, blood pressure high and iron deficiency anemia. Concomitant products included celecoxib (celexa) since (B)(6) 2008 and citalopram since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines / headaches") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea") and back pain ("back pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the depression, vaginal haemorrhage, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Discrepancy noted as per pfs: insertion date: (B)(6) 2008. Discrepancy noted as per pfs: patient underwent essure confirmation test via hysterosalpingogram and as per current pfs: she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: enlarged anteverted uterus with normal echotexture. Endometrium 12 mm. Essure coils visualized in proper location bilaterally. Left ovary normal in size and appearance. Right ovary echogenic cyst with peripheral vascularity 2.0 cm. Small amount of sonocucent free fluid noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.